Event description:
A device was returned to the manufacturer in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  During the evaluation of the device at the manufacturer's service center, the device was visually inspected/scrapped and no confirmation of customer's complaint of ds1 black filters was found, and no problem found.